Manufacturer narrative:
Device evaluated by MFR: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. UDI #: no UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with a corneal infiltrate at the flap margin one day post lasik. Topical steroid dosage was increased and flap lift and rinse was performed. The patient was seen for follow up and improvement was noted. Another antibiotic drop was added. Upon follow up, the optometrist felt the infiltrate was not caused by the laser.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to treatment date. According to the refraction value of the attached document, the reported treatment could be identified during logfile review. Logfile review shows the treatment was completed to 100% and the laser system functions were within specifications during treatment. It shows no abnormalities that could have contributed to reported event. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).